Manufacturer narrative:
It has been returned relevant product complained however, there was only metallic wire which is retrieval string w/out stent. It has been found visually that suture was broken. But, it has been confirmed from the device history record that the suspected device had been manufactured w/no significant issue and passed all the inspections. It is not confirmed occlusion of stent however, it is instructed on the user's manual that stent should be removed carefully after visual examine of occlusion of stent and if the stent cannot be easily removed, it should not be removed. It is also instructed that retrieval string can be disconnected w/excessive force for removal. It is hard to find out exact root cause for this complaint, because it is difficult to reconstruct the situation at that time in the lab due to limited info. But, we will continuously monitor whether similar or same complaint occurs. And, if there is any further update, we will send you a follow-up report.

Event description:
On (B)(6) 2015 the stent was implanted in biliary tract after liver transplantation. On (B)(6) 2015, dr. Tried to remove the stent using the metallic wire of the kaffes model but the metallic wire disconnected to the stent which make impossible the removal of the stent. Unk: they have reached to remove the stent during a recent procedure w/out any complication for the patient. The stent was discarded at hospital. Metallic wire was returned only.